Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and a hypoglycemic event. The sensor was inserted into the abdomen. The patient stated they were feeling tired, lethargic and was shaking while the cgm was displaying 14.0 mmol/l while the bg meter was reading 2.4mmol/l. The patient treating themselves with glucose tablets and lollies and stated that they were testing their bg every 15 minutes and the bg levels would come up and then drop. Their insulin pump was suspended at 5:00pm and at around 7:00pm, they consumed a full meal and ate extra biscuits and lollies throughout the evening. The patient stated that they went to the hospital and was administered glucagon at 10:30pm and their bg levels increased to 5.4 mmol/l after 15 minutes and dropped to 3.8 mmol/l 30 minutes later. The patient was released from the hospital the same day. At the time of contact, the patient was in normal condition. No additional patient or event information is available. Data was provided for investigation. Confirmation of the problem was confirmed via data. The probable cause could not be determined.